Manufacturer narrative:
This report is submitted on may 29, 2017.

Event description:
Per the clinic, the device was electively explanted (date not reported) due to reports of vertigo with device use. There are no plans to re-implant the patient with a new device.

Manufacturer narrative:
This report is filed on (B)(6) 2017.